Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed and replaced in a revision surgery on (B)(6) 2024 due to pain and radiolucency indicating the patient was not fused. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates that upon removal of the device, there was no evidence of fusion. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause of the reported event could not be determined. However, additional information indicates the most likely cause of the reported event was over-compression and patient non-compliance. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00158

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed and replaced in a revision surgery on (B)(6) 2024 due to pain and radiolucency indicating the patient was not fused. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.